Manufacturer narrative:
Investigation results completed on a ventilators/pneupac ventilators parapac plus . Device arrived with caps missing. When testing was done to duplicate tidal volumes inaccuracy, this was not duplicated as the tidal volumes fell with in the specification of 100% oxygen and air mix setting. Unknown what caused the problem and no fault could be found.

Event description:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus .

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was "not putting out correct volumes". No adverse effects were reported.